Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that after the valve dislodged, there was moderate to severe central aortic insufficiency noted.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: the review of manufacturing records (DHR (B)(6)) confirmed that no anomalies were related to the tissue valve serial number (B)(6) documentation shown that all processes were carried out to documented manufacturing procedures, additionally all inspection criteria were met. Materials used were as per the requirements of the DHR. DHR review did not show any deviations in the manufacturing process. The subject delivery catheter system (dcs) was discarded by the customer and as such no analysis could be performed. Upon review of the information provided, the primary event of valve dislodgement due to nose cone interaction upon dcs removal, in a high implant, is assessed as likely related to the pro+ valve and dcs. Upon review of the information provided, the secondary event of coronary obstruction leading to hemodynamic compromise, snaring of the valve and successful placement of a 2nd pro+ valve and recovery of hemodynamics, is assessed as likely related to the 1st pro+ valve that blocked the coronary arteries upon dislodgement. Of note, the outflow crown of the new valve fixed the dislodged valve in place. Upon review of the information provided, the primary event of valve dislodgement, leading to moderate-severe central aortic regurgitation (ar), due to the nose cone not fully centered within the frame inflow when slightly retracting the guidewire and withdrawing the dcs, in a high implant, is assessed as likely related to the pro+ valve and dcs. Image review was not able to confirm this as there were no images of the interaction to review. Of note, the patient had a small left ventricular outflow tract (lvot). Upon review of the information provided, the secondary event of coronary obstruction leading to hemodynamic compromise, snaring of the valve and successful placement of a 2nd pro+ valve and recovery of hemodynamics, is assessed as likely related to the 1st pro+ valve that blocked the coronary arteries upon dislodgement. Of note, the outflow crown of the new valve fixed the dislodged valve in place. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the pro+ valv e. The reported harms and severities are documented in the risk files and instructions for use (IFU). No further safety assessment is required at this time. One media file and a mobile product experience report (mpxr) questionnaire were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. It was reported that during the removal of the pigtail catheter with a wire, the wire got stuck in the evolut frame, causing the dislodgement during removal of the catheter. However, there are no images to of the wire interaction to review. The dislodged valve was left in the ascending aorta and a new valve was implanted. Of note, potential risks associated with the implantation of the evolut pro+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Central regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the valve dislodgement caused the regurgitation. The dislodgment was a use-related issue. Per IFU, occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors. It was reported that during the removal of the pigtail catheter with a wire, the wire got stuck in the evolut frame, causing the dislodgement during removal of the catheter. The nose cone was not fully centered within the frame inflow by slightly retracting the guidewire, which is why the valve dislodged. This is a use-related issue. The reported event indicates that the valve was deployed to a high position and was subsequently dislodged by the nose cone of the dcs when retrieving the dcs. Various factors can affect valve positioning/inaccurate delivery, such as patient anatomy or physician e xperience, and the cause of the high placement could not be determined with the limited information available and a relationship to the dcs could not be established. However, based on the limited information provided and no procedural imaging to review, the implant depth after deployment could not be further assessed and a root cause for the sub-optimal implant depth could not be determined. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut pro+ IFU, instructs ¿under fl uoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. No images from the procedure were received for review; given the limited information, the root cause of the dislodgement event cannot be confirmed. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Of note, prior to slowly withdrawing the dcs, the nose cone was not fully centered within the frame inflow by slightly retracting the guidewire, which is why the valve dislodged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the right femoral access site was used. A pre balloon aortic valvuloplasty (bav) was performed with a 18 millimeter (mm) non-medtronic balloon. The valve was implanted into the native annulus. The training guidance for slow deployment of the valve was followed. Of note, prior to slowly withdrawing the delivery catheter system (dcs), the nose cone was not fully centered within the frame inflow by slightly retracting the guidewire, which is why the valve dislodged. Per the physician, the cause of the valve dislodgement was too high implantation and the nose cone getting stuck in the frame while withdrawing the dcs. Per the physician, the patient's smaller left ventricular outflow tract (lvot) may have contributed to the dislodgement.

Manufacturer narrative:
Continuation of d10: ­ this is a system report. The section d information is for the primary device, which was in use with the following: : product ID: evproplus-26, serial/lot #: (B)(6) , ubd: 25-jun-2024, UDI#: (B)(4), concomitant products: product ID: evolutr-26; product lot/serial number: (B)(6) ; product type: heart valves; implant date: (B)(6) 2023, product ID: enveor; product lot/serial number: unknown; product type: heart valves h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product analysis: the dcs was discarded and the valve remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, using the cusp-overlap technique, the valve was deployed to a high position and was subsequently dislodged by the nose cone of the delivery catheter system (dcs) when retrieving the dcs. Then the patient's hemodynamics became unstable due to aortic insufficiency and the dislodged valve blocking the coronary artery. The dislodged valve was snared from the obstructive position and a new valve was loaded and implanted in a good position. The outflow crown of the new valve fixed the dislodged valve in place. Afterward, the patient's hemodynamics recovered. No additional adverse patient effects were reported.